Event description:
It was reported that a patient underwent an open cardiac procedure on an unknown date in 2023 and suture was used. The needle was put through the cardiac tissue; the needle detached from the suture and flicked into theatre environment. This occurred twice. Surgeon had to bring in x-ray to ensure the needle was not in the patient. The needle was not seen in patient and the surgeon closed the wound. A scrub nurse found the needle in the gap of the operating table once they removed the drapes from the patient. The procedure was delayed by 5 minutes. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? Not sure. Hard to tell. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Had to have unnecessary chest x-ray during the case. Was any other tissue damaged as a result of searching the needle? No. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-02736.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/22/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received ninety unopened samples that pertain to the product code 8556h. The product code is double-armed. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02736 and 2210968-2023-02737.